Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced continuous elevated blood glucose (bg 539 mg/dl). Contact and healthcare provider alleged pump was cause. Ketone level was small. Pump supplies were changed out multiple times. Correction bolus via pump and insulin injections were administered to address bg. Contact performed troubleshooting at the time of the event and insulin was confirmed to be exiting the tubing. There were no alerts/alarms. The contact acknowledged the pump was functioning; however, did not "trust the pump". Tandem clinical diabetes specialist discussed the event with the contact and healthcare provider. Reportedly, the customer tried using different infusion sets and at the time of the event, it was thought the insulin may have been "bad".